Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reported that the wearable device failed a few hours after placement on the arm on (B)(6) 2025. Due to the failure, the patient removed his insulet omnipod5, stating that it could not operate in modified closed loop mode without an active sensor session. It was not confirmed whether the patient was monitoring blood glucose via fingerstick during the inactive session. On (B)(6) 2025, the patient stated he was hospitalized following a stroke, which he attributed to hypertension. He expressed that the stress caused by the sensor malfunction and inability to regulate his blood glucose contributed to his condition. The patient believes the wearable failure directly impacted his health. He initially presented at one hospital but was transferred to another facility due to the lack of MRI capabilities. Specific details regarding his symptoms, medications administered, and the names of the hospitals were not captured, as the patient disconnected before the call concluded. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.